Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h10, h11 upon reassessment of the reported event, it was determined to be not reportable as it was confirmed that the reported event was unrelated to the reported zb device. The initial report was forwarded in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as it was confirmed that the reported event was unrelated to the reported zb device. The initial report was forwarded in error and should be voided. Due diligence has been completed for this complaint; to date all available additional information has been received.

Event description:
It was reported that approximately 16 years post-implantation, the patient underwent a right hip revision of the cup due to psoas tendinopathy leading to instability. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: item # 00877503601, biolox delta hd 12/14 36x-3.5, lot # 2435785, item # 65620005822, shell porous with cluster holes 58 mm o.d. With calcicoat ceramic coating, lot # 61001133, item # 00625006530, bone screw self-tapping 6.5 mm dia. 30 mm length, lot # 61035957, item # 00625006535, bone screw self-tapping 6.5 mm dia. 35 mm length, lot # 60965163, item # 00625006540, bone screw self-tapping 6.5 mm dia. 40 mm length, lot # 60919103. G2: report source australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.